Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024; brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that their implant hasn't been turned on. Patient stated that they were at the doctor's office yesterday and was trying to get in touch with a manufacturing representative (rep). Patient mentioned they had their external equipment with them at their doctor's appointment and their doctor didn't mention anything of them doing it. Patient mentioned that they had a trial implant done over a month ago and it worked fine. Patient stated their legs and feet were burning like fire and they've been in the hospital for 4 days and they haven't been to the bathroom in 5 days. When asked for event date; patient mentioned since implant. . Agent sent an email to the local reps to give the patient a call.